Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient was taken to urgent care at around 2:30 pm because she was very dehydrated and nauseous. The cgm was reading 112 mg/dl at that time. A fingerstick bg was checked at urgent care and the reading was 240 mg/dl. She was given IV fluids and nausea medication (she did not know the specific name of the medication). She also had blood work including a glucose level. She was taken back home at around 5:00 pm. At the time of the report she was recovering, feeling a bit better, but reported that she was still hydrating with IV fluids and still feeling a bit nauseous. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.